Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set were pulled out on three different situations. While the patient was sitting on the table, the infusion set's tubing detached close to the site location. The site location was left abdomen and the pump kept in her bra. The infusion was being in use for second day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.